Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer replaced the pump supplies and administered manual injections to resume insulin therapy. Customer's blood glucose was in the range of 400-450 mg/dl.